Manufacturer narrative:
Section e1: customer site was tokyo women's medical university hospital at 162-8666 8-1 kawata-cho, shinjuku-ku, tokyo. Reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The beep was noticed to be smaller during a self check of the mpu. The mpu was replaced. There was not a loss of power and no impact to pump function or a patient adverse event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low volume during a mobile power unit (mpu) self-check was confirmed. The mobile power unit (mpu) serial number (B)(6) was received and serviced at pleasanton service center. The mpu was plugged into ac power source. The mpu powered on and went through a self-check. During self-check, a low tone was heard coming from the transducers/speakers confirming the complaint. After analysis, the issue was traced to the unpeeled protective cover on the transducers. A manufacturing task was initiated to address the issue and as a result, an awareness training was conducted. The device history records were reviewed. Per DHR review, there were no test failures nor ncmrs issued for mpu sn (B)(6). Setting up the mobile power unit for use is addressed in heartmate 3 left ventricular assist system instructions for use, rev a (jp). Per section 5, when initially connected to power, the mobile power unit automatically performs a self test during which the green ¿power on¿ light turns on. The yellow wrench and the replace mobile power unit battery lights flash and the mobile power unit beeps twice. After the self test is completed, the green "power on" light remains illuminated (figure 3.47). If this behavior is not observed, contact abbott. The patient handbook, rev c (jp), also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was low volume on the mobile power unit (mpu) when it was self-checked. The mpu would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.